Manufacturer narrative:
Pending engineering evaluation. Pending evaluation..

Event description:
Revision of optetrak knee components, reason unknown.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of not engaging the tibial insert to the tibial tray during the original surgery, allowing the insert to slide against the tray as the patient moved, which led to excessive polyethylene wear and joint instability.

Event description:
Original surgery: (B)(6) 2013. Revision of optetrak knee components, reason unknown.